Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the measuring needle on the long depth gauge is damaged and is missing parts. It is unknown when the device was damaged. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation: one of the following was received: depth gauge (part # 319.090 / lot # 2145257 / mfg location: monument / mfg. Date: 01/2006) the returned device shows signs of regular usage, with various scratches and marks. The distal hooked tip is severely bent and distorted, the damage does not appear to be the result of normal use. Rather the damage could have been caused by inattentiveness during sterile processing. A visual inspection, dimensional inspection, complaint history review, drawing review, and device history record review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawings were reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The returned instrument(s) are additional instruments used during implantations to measure screw sizes and proper use and maintenance are addressed in numerous technique guides. The returned devices are multi use and used for measuring holes during screw selection. This complaint is confirmed. This complaint condition is possibly a result of method of use and inattentiveness during sterilization. An inspection of the returned components showed no design issues. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: synthes (B)(4) purchased the depth gauge for small screws, part 319.09, and lot 5156300 (supplier lot 2145257). Initially, the part conformed to the synthes final inspection sheets. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.